Manufacturer narrative:
The device and the lens were returned in the opened blister tray inside the opened device. The lens stop and the plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was almost completely deployed. The plunger has advanced most of the lens beyond the device nozzle tip. The optic and leading haptic were outside the device tip. The trailing haptic was extended along the posterior of the device and was caught by the plunger. The nozzle was cracked prior to the fill line. The crack travelled through the thick nozzle cone wall and extended into split tip damage along the posterior of the tip. The device was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The plunger was positioned on top of the trailing haptic in the damaged tip. The remainder of the lens was beyond the device tip. The nozzle and tip were split along the posterior. The damage began in the thick nozzle cone wall on the posterior and travelled to the thinner tip area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced and not an immediate ¿burst¿ event, unless the lens was advanced at a very fast rate. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. If the plunger is not fully advanced the trailing haptic may not release properly from the device. The instructions for use (IFU) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Top coat dye stain testing was conducted with acceptable results. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following intraocular lens implant procedure, a lens was returned which was faulty. Additional information was requested.